Event description:
It was reported that the customer had an issue where there was damage on the insulin pump. Customer stated that the clamps do not screw on and there is a little ring that is missing near the reservoir compartment. Customer stated that the reservoir does not stay screwed in. Customer's blood glucose level was 143 mg/dl. Customer stated that the top half of the threading is missing on the top of the reservoir compartment. Customer has had high blood glucose levels. Customer's blood glucose was 435 mg/dl. Customer stated that it went down to 35 mg/dl. Customer treated with a manual injection. Belt clip is stuck in the pump. Belt clip will be replaced. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratched liquid crystal display window, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip and missing o-ring on the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).